Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and the insulin pump died. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer was treated with food, glucose tablets and a glass of juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering. Customer decline troubleshooting for low blood glucose. The customer reported that the insulin pump received a battery out alert. The customer also reported transmitter issue. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020-snsr.